Event description:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿ and a pump stop occurred. The failure occurred during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the device alarmed "pump disposable error" and the pump stopped. The failure occurred during treatment. A certified service technician was sent for investigation and repair. The failure could not be duplicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "pump disposable error" could be confirmed on the date of event. According to the customer the most probable root cause is that the customer has removed the oxygenator while the pump was running. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The review of the non-conformities has been performed on 2023-06-01 for the period of 2016-07-21 to 2023-05-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-07-21. Based on the results the reported failure "error message: pump disposable error" could be confirmed, but is not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.